Event description:
It was reported that at a routine check in the clinic in week 29 revealed that the device has malfunctioned. Testing carried out on (B)(6), 2010 by a mel-el employee confirmed the result. According to his own words, the pt has not worn the audio processor since 2003 due to a lack of speech understanding. Last testing was carried out in 2006.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.